Event description:
It was reported monitor flashes intermittently. No pt injury was reported.

Manufacturer narrative:
A ge service rep conducted an on site eval. The rep reseated pcb's and socketed ic's changed c-mos jumper. System now functions as intended.